Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to the customer¿s blood glucose level. The patient declined additional troubleshooting, and technical support documented the issue and closed the case with no further action required.